Event description:
It was reported that the keypad and some of the buttons were unresponsive on the insulin pump. Also, there are some missing menu options. The customer's blood glucose was 185 mg/dl. The customer stated that there are no visible damages to the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump passed self test. No missing menu options noted during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.